Event description:
It was reported that multiple motor stalls occurred over multiple days. A recovery was noted within two hours. A dye study was negative. The patient experienced underdose described as withdrawal symptoms. The pump was explanted. The drug in the pump was infumorph.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies in the pump logs, and the pump passed all non-destructive lab testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.